Manufacturer narrative:
Philips service performed local repair and released the system for use after calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arch intermittently locked during procedures on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.